Manufacturer narrative:
No anomaly detected by checking the DHR of the lot # involved on a total of (B)(4) humeral heads manufactured with lot #201514495, thus indicating that the pieces were released on the market in compliance to specifications. No other complaints received on this lot #. We will submit a final emdr when the investigation will be completed.

Event description:
Shoulder revision surgery performed on (B)(6) 2016 due to shoulder dislocation. The primary surgery was performed on (B)(6) 2016 and consisted of a smr anatomic. Event happened in (B)(6).

Event description:
Shoulder revision surgery performed on (B)(6) 2016 due to shoulder dislocation. The primary surgery was performed on (B)(6) 2016 and consisted of a smr anatomic total. Event happened in (B)(6).

Manufacturer narrative:
No anomaly detected by checking the DHR of the lot # involved on a total of (B)(4) humeral heads manufactured with lot #201514495, thus indicating that the pieces were released on the market in compliance to specifications. No other complaints received on this lot #. Explants not available. We received the x-rays related to the pre-revision situation and we asked a medical expert to evaluate them. From the available x-rays, the medical expert noticed that the patient had an old valgus malunion of a proximal humeral fracture. There was also evidence of bursal side damage to the cuff with quite a large sub-acromial spur. Therefore, the choice of the implant during the previous surgery performed in (B)(6) 2016 was not correct. A more appropriate choice would have been a reverse tsa with a corrective osteotomy of the proximal humerus. Moreover, even if the baseplate has not failed, it appears that the screws did not engage the glenoid. Since the implant choice was not optimal and also the implant was not performed properly, the medical expert is of the opinion that the cuff was inevitably going to fail, leading to shoulder instability. In conclusion, as highlighted by the medical expert, the dislocation was basically caused by an incorrect choice of the type of implant at the primary surgery (smr anatomic instead of smr reverse) which did not address properly the patient's condition. Event not product related. Pms data: we are aware of a total of 25 cases of revision surgeries due to shoulder instability/dislocation with smr anatomic total prosthesis (without failure of an anatomic glenoid poly liner), on a total of (B)(4) smr anatomic prostheses implanted ww since 2003. The related revision rate is (B)(4). All these cases have been classified as patient-related (e.g. Trauma or progress of pathology) or surgeon-related (e.g. Suboptimal implant technique). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.